Event description:
It was reported that there was noise on the ventricular electrogram resulting in pauses. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2011; d334trg implantable cardioverter defibrillator, (B)(6) 2011. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing on the right ventricular lead. There was one ventricular fibrillation episode equal to 170 milliseconds average ventricular cycle on (B)(6) 2012. There were five lead failure predictor high rate non sustained episodes less than or equal to 210 milliseconds average ventricular cycle between (B)(6) 2013. (B)(4).